Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-10073 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on the similar cases in the past, omsc presumes that the clip of the subject device couldn¿t be released due to any of the following possible causes. -the slider was incompletely pulled because the user operate angulation abruptly or did not pull the slider up to the thumb ring. -the limiter in the handle of the subject device was damaged because sliding friction was increased due to the operation of abrupt angulation of the endoscope. -the load was applied to the connecting part between the hook and the clip, because the user pulled the endoscope and the subject device while grasping the tissue. -the slider of the subject device was not pushed. The instruction manual of the device has already warned as follows; * do not angulate the bending section of the endoscope abruptly while the distal end of the insertion portion is extended from the distal end of the endoscope. * do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope, instrument, and/or clip. *do not withdraw the instrument from the endoscope forcibly when the clip cannot reopen by push the slider. *push the slider slowly to open.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a colonoscopy, the subject device was used. After catching the tissue, the doctor attempted to release the clip of the subject device, but the clip could not be released. Therefore, the doctor tore off the subject device from the tissue. At that time, there was no bleeding. The intended procedure was completed with another device. The hospitalization was not prolonged.